Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury such as perforation or dissection of valvular structures [e.g., injury to the mitral valve/ apparatus] are known potential complications associated with the overall thv procedure. Chordae tendineae rupture in thv can occur during the advancement of the guidewire, bv catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases, intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035'' soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change the direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035'' amplatz extra-stiff wire with the pre-shaped distal end in the left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. Per the instructions for use (IFU), cardiac injury is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that procedural factors (guidewire perforation) may have contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from the (B)(6). As reported, a patient underwent an implant of a 20mm sapien 3 ultra valve, in aortic position, by transfemoral approach. Post implant, the valve appeared satisfactory on fluoro. Initial images showed no effusion. Post tavr, the patient had st elevation at point of leaving the lab. (The patient had a pre-existing lbbb). The blood pressure dropped, initially to 90mmhg. Echo showed enlarging effusion with la compression, appearances suggestive of pericardial loculation/adhesions (due to prior surgery). A pericardial drain was inserted. There was evidence of on-going bleeding. Reaccumulating of pericardial fluid on echo. A pericardial pigtail drain inserted to stay insitu. Protamine was administered and effusion appeared to 'solidify' (bleeding was slowing) on echo with evidence of large pericardial clot and associated compression and displacement of v and slowly deteriorating bp. After discussion, it proceed to open drainage by surgical team. Blood and clot evacuated from pericardium with bp improvement. No discrete bleeding point identified by haematoma in lv wall. (Possible caused by lv wire). The patient was transferred to the ICU for ongoing management. The patient was recovering well and transfered to the cardiology ward.